Event description:
Fentanyl was running on a hospira symbiq pump. Approximately 3.5 hours later, the device alarmed with malfunction error group motor s421, error subgroup 9, malfunction code: pump bolus overshoot, urgency high, alarm ID: 132, generic arg1: 814, arg2-4:0. The alarm was acknowledged, but could not be cleared. The infusion was stopped and the pump was forced to shut down.====================== manufacturer response for infusion pump, symbiq======================we will investigate the problem.